Event description:
It was reported that the patient fell and hit his head on the implant side in 2007. Residual swelling at the site of the cochlear implant was observed. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Testing performed confirmed that the device was not functioning. Surgery to explant the patient's device will be scheduled.